Event description:
Information received indicates a patient leaned against the stretcher, the brake did not hold and the patient fell. No injury reported.

Manufacturer narrative:
The facility replaced the stem and horn on the casters to repair the stretcher.